Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07653. It was reported the patient was experiencing a pressure jolting sensation from the stimulation at approximately l4-l5. The leads are placed peripherally (off-label use). An x-ray was taken. Reprogramming was unable to resolve the issue. The patient was unable to feel stimulation normally, either he could not feel the stimulation or he felt the uncomfortable jolting. The patient is a corrections officer and reported the issue started after he was in a confrontation a few months ago. It was reported the physician planned to undertake a trial procedure, and would likely remove the scs system if the trial was successful. The patient was not using the scs system due to the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.